Event description:
At about 2 weeks after the primary surgery, the patient came in reporting pain. The surgeon noticed from the x-rays a tibial plateau fracture through the keel. The surgeon used a plate and screws to fixate the patient and did not revise any implant. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10-jan-2023. Lot: 2112106: (B)(4) items manufactured and released on 22-dec-2021. Expiration date: 2026-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.